Event description:
Subsequent to the initial report filing, additional information received reported that the lock line was cut and the clip was released. However, at the moment of releasing the clip, the clip opened. Therefore, it was decided not to use the clip.

Manufacturer narrative:
The results of the returned device analysis confirmed the issue with lock line and identified that the lock line was unable to be removed. The analysis also confirmed the reported material deformation (knot). The reported difficult to open clip and unintended movement of clip open while locked could not be replicated in a testing environment due to the returned condition of the device (clip was not returned). The reported difficult to remove could not be replicated in a testing environment as it was related to procedural circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, while the issue of difficulty removing the lock line appears to be the result of the observed knot, a cause for how the knot formed could not be determined. A cause for the reported difficult to open the clip and unintended movement of clip opening while locked could not be determined. The difficult to remove from the anatomy appears to be due to the procedural circumstances. The additional therapy/non-surgical treatment, and surgical treatment were a result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional steerable guide catheter device referenced is filed under separate medwatch report number.

Event description:
This is being filed to report lock line removal difficulty, clip opened while locked and difficulty removing the cds requiring medical intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with grade 4 and prolapsed p2/p3. The first clip delivery system (cds) was advanced to the mitral valve and the clip was deployed in the central part of the valve with no issues, reducing mr to 2. A second cds was advanced and the clip was placed with good mr results. During clip deployment, there was resistance noted with the lock line and it was decided to stop as there was a suspect of a knot. The clip was able to open to 120º but there are difficulties to open more than 120º. It was decided to remove the cds, but the physician thought it could be dangerous to pull back the clip at 120º to the left atrium. So, it was decided to deploy the clip and remove the lock line at the end of the process. However, at the moment of releasing the clip, the clip opened. Therefore, it was decided not to use the clip. The clip was withdrawn to the right atrium but was not able to cross the septum and required a loop catheter to retrieve the clip. The clip was withdrawn to the access vein site and required surgical removal of the clip. The patient was stable, and mr remained at grade 2. Additionally, the steerable guide catheter (sgc) hemostatic valve did not work properly. No additional information was provided.